Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional.

Event description:
The patient experienced never having therapeutic effect and a loss of stimulation which began about one and a half years ago. He was last seen about 4 to 5 years ago and was told that 2 of his electrodes were not working. The patient had located a new physician and was going to have a consultation with him soon. Additional info was requested.